Manufacturer narrative:
The device was manufactured in 2023 and no trend was identified on the complained issue by reviewing similar complaints on hc3t devices manufactured in 2023.no other action is deemed necessary. The risk is in the acceptable region. Livanova maintains and documents periodic customer events monitoring process to evaluate actions for products improvement. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed on patient side an error message associated to pressure switch (part of the compressor circuit) that tripped, during procedure. When the error code popped up, that side stopped circulating. Patient side was then turned off and on by the customer and the device would work for a while and would stop working again. Therefore, the unit was replaced with another one and the surgery was completed. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication livanova learned that involved unit was tested by the customer again after a couple of hours and it worked fine with no error codes displayed. A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue; also the customer stated that the reported error never showed up again. It cannot be ruled out that the claimed error was related to a heat accumulation that resolved itself, having allow the cooler to cool down. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.